Event description:
Rptr's son was born on 1/96 & has to use a peritoneal dialysis machine. When the infant is placed on the machine, the baby swells up & the baby cries in pain. This pain is believed to be caused by a gas build up in the body. Why don't their machines have a sensing device that turns them off until the gas has dissipated.